Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when using the supra patella nailing kit, the surgeon had a lot of difficulty removing the connecting screw from the nail. As previously suggested, the surgeon used hexagonal shaft and the wrench which are part of the instrument set as listed in the surgical technique. Eventually and with a lot of force the connecting screw disengaged. The surgery was prolonged about 10 minutes. Concomitant parts: unknown quantity of part number 357.398, lot number unknown. Unknown quantity of part number 321.160, lot number unknown. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed, part # 03.010.404 , synthes lot # u279896 , supplier lot # u279896 , release to warehouse date: 28nov2017, 07dec2017, 30jan2018 , supplier: orchid unique , no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Background: it was reported that when using the supra patella nailing kit, the surgeon had a lot of difficulty removing the connecting screw from the nail. As previously suggested, the surgeon used hexagonal shaft and the wrench which are part of the instrument set as listed in the surgical technique. Eventually and with a lot of force the connecting screw disengaged. The surgery was prolonged about 10 minutes. Investigation flow: device interaction/functional. Visual inspection: visual inspection performed at customer quality (cq) revealed minor superficial surface wear on the returned device, but nothing that would contribute to the reported complaint condition was observed. Functional test: the returned connection screw was able to be inserted as intended into the returned insertion handle at cq. However, the nail involved in the event was not returned for analysis, therefore a functional test to replicate the reported complaint condition of difficulty disassembling from the nail could not be confirmed or replicated at cq. Therefore the received condition does not agree with the reported complaint condition. Document specification review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. No ncr's were generated during production. Drawing was reviewed during this investigation. The 03.010.404 cannulated connecting screw is a reusable instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system with instructions for use available in system technique guide. No product design issues or discrepancies were observed. Dimensional inspection: the inside diameter at the distal end of the returned device measured ø4.56mm at cq which is within specification of ø4.6mm +/-0.1mm. The outside shaft diameter just proximal to the distal thread of the returned device measured ø8.01mm at cq which is within specification of ø8.0mm +/-0.03mm. The major thread diameter of the distal thread of the returned device measured ø7.93mm at cq which is within specification of ø7.82mm - ø8.00mm per drawing. Conclusion: the reported complaint condition was not able to be confirmed or replicated at cq and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Because the complaint was not able to be confirmed or replicated, a definitive root cause for the reported complaint condition was not able to be determined based on the provided information and returned device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device was received on may 02, 2018, d11, e1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.